Manufacturer narrative:
Olympus followed up with the reporter to obtain more information regarding this report and was informed that the subject device was used during a laparoscopic cholecystectomy. After five activations, the probe on the subject device broke off inside the patient's bowel. The broken piece of the probe was retrieved with a camera and grasping forceps. The procedure was completed with a harmonic scalpel. There was no report of patient injury. The subject device was returned to olympus for evaluation with the broken probe. The evaluation confirmed that the tip of the probe was detached from the main shaft. The subject device was tested using the test generator, and the probe failed the probe check with an error code u509, which means probe damage or malfunction. There was no tissue build up on the probe. However, there was evidence of biomaterial residue on the surface of the probe. The returned device was sent to the original equipment manufacturer for further evaluation. The exact cause of the user's report could not be determined. If additional information becomes available at a later time, this report will be supplemented.

Event description:
Olympus was informed that during an unspecified procedure the tip of the probe broke off inside the patient. After 15 minutes, the broken tip was retrieved from the patient.